Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead damage was alleged, although not confirmed. No intervention has been performed. The patient was in stable condition and will continue to be monitored.